Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. An unspecified target lesion was being treated when a promus element plus, mr 3.00x20mm stent delivery system's balloon ruptured at 8 atm during deployment of the promus element plus stent. The promus element plus, mr 3.00x20mm stent delivery system was removed intact. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).